Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but grommet damaged was noted and setscrew was missing.

Event description:
It was reported the that during the initial device implant, the physician was unable to tighten the device setscrew. The physician then removed the wrench and found the setscrew stuck to the tip of the wrench. The physician replaced the device with a new device. No patient complications were reported as a result of this event.

Event description:
It was reported the that during the initial device implant, the physician was unable to tighten the device setscrew. The physician then removed the wrench and found the setscrew stuck to the tip of the wrench. The physician replaced the device with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.